Manufacturer narrative:
No frozen screen noted. The time properly advanced. Inserted a test keypad, the insulin pump responded properly to button presses. The insulin pump had no button response due to corroded keypad traces.

Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The caller stated that the buttons were unresponsive. Instructed the customer to remove the battery for five minutes and to insert a new battery, but the anomaly persisted. Advised the customer that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.